Event description:
It was reported that brake failure occurred. The target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A 2.00mm rotapro and rotawire were selected for use. During the procedure, the burr was advanced in dynaglide mode, and an attempt was made to start at 180,000 rpm, but brake failure has occurred and the rotawire came out from the inserted position. It was tried three times, but the situation was the same, so the advancer was replaced. The device was removed normally, and the procedure was completed with another of the same device. There was no patient injury.